Event description:
It was reported that (3) tlc75 were used with (1) tx60b during a small bowel resection/colectomy procedure. It was reported by the rep that according to surgeon, "every staple line leaked or bled excessively and had to be oversewn". There was extended or time by thirty minutes. 01/12/2001 originally reported as tx60b, changed to ax55g.